Manufacturer narrative:
Device evaluation summary: upon receipt at mentor, the device was analyzed. The prosthesis was returned without fluid inside, and an unknown white material was found inside the device. No foreign material was observed on the shell surface, though there was a crease extending from the anterior side to the posterior orientation tab. No other anomalies were noted. The device was received without any information regarding the catalog, lot or serial number, and this information cannot be gleaned simply by analyzing the device itself. As a result, no device history record (DHR) review can be performed at this time. The customer complaint, if any, cannot be confirmed, since there are no known circumstances under which to analyze the returned device. At this point, it is not possible to determine the root cause of the crease or presence of the foreign material. All prostheses undergo 100% inspection prior to leaving the manufacturing facility, and there is no evidence that such issues could be related to a manufacturing issue. Concomitant products: unknown mentor saline breast implant, catalog and lot numbers unknown (see manufacturer report number 1645337-2018-00720) . Manufacturer's reference number: (B)(4).

Event description:
On (B)(6) 2018, two unknown mentor saline breast prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. Upon receipt at mentor, the first device was analyzed. The prosthesis was returned without fluid inside, and an unknown white material was found inside the device. No foreign material was observed on the shell surface, though there was a crease extending from the anterior side to the posterior orientation tab. No other anomalies were noted. The second device was similarly received without fluid inside, but was severely rented and returned in two pieces. No foreign material was noted on the inside of the device or the outside of the shell surface, and no other anomalies were noted. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the rupture of the second device, combined with the return of two prostheses, is characteristic of a deflation issue with bilateral removal and replacement. As a result, this will be conservatively reported to FDA. This report number addresses the device with the crease and foreign material.